Event description:
On (B)(6) 2012, the customer reported a swollen battery where the bottom of the case had to be opened to remove the battery. On (B)(4) 2012, the battery was tested by philips quality on the same device and the device shut down unexpectedly. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.